Manufacturer narrative:
This report is based solely on device analysis. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found the plug stress relief is broken. The heart wire connector case halves are separating and there is contamination in between the case halves. It is noted the case halve areas are discolored. The cable is twisted approximately 19, 27 and 28 inches from end of heart wire connector. Cable continuity tests ok. No intermittent connection found when cable is bent / manipulated. Connections were not shorting out between themselves. (B)(4).

Event description:
The cable was returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported as a result of this event.